Event description:
It was reported that at routine follow up on 25 nov 2004 battery voltage was 3.20v. The ICD was ok during this period. During another routine followup on may 12, 2006, the physician decided to perform a manual charge test. During the test the patient felt a hot sensation at ICD pocket and the ICD had a charge circuit time out and went to eol (end of life). The physician decided to replace the ICD. At the device changeout, two hours later, the device had no telemetry and no output. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary prm604356s transistor - shorting, low resistance. The device developed a low impedance path on the hybrid. This caused the accelerated depletion of the battery and loss of function. The cause of the low impedance was a drain to source short in a transformer.